Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose of 768 mg/dl. Troubleshooting was performed, and the time and date were not programmed correctly. Assisted with the correct programming. All other settings were correct. The insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.